Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The patient stated the cgm was reading 80 mg/dl, compared to the bg meter that was reading 10 mg/dl. It was indicated that the patient had a medical intervention due to the inaccurate values. Event details were not provided. Additionally, it was reported that the patient was prescribed the dexcom system while being pregnant and was not aware that the system is not approved for use during pregnancy. No additional patient information is available. Reportedly, the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. Persons on dialysis. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.